Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (600 mg/dl) and manual injections were administered to address bg. Customer alleged pump did not lower bg. Customer consulted with a healthcare provide and pump settings were adjusted; however, elevated bg continued. Customer reverted to using manual injections for insulin therapy.